Event description:
It was reported that, after a device system removal on (B)(6) 2012, the patient was told to resume his normal activity. Then the catheter broke off in the patient's spine. A catheter and pump replacement was done in (B)(6) 2012. Please see manufacturer report # 3004209178-2012-07273 for information regarding the device system explant on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).